Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000272809 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 tips of the2 jaws melted off - silicone peeled from the jaws and the device did not function properly. Nothing fell into the patient. The harvesting tool was not open (even slightly) during the insertion. No resistance was noted. No procedural delay. The new kit was opened and it functioned properly. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded